Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed the displacement test. Motor error alarm during the basic occlusion test and unable to prime during the prime/compromised force sensor system test due to faulty fsr (gold). Unable to verify excessive no delivery alarm and perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed.

Event description:
The customer reported that the insulin pump had no delivery alarm. The blood glucose level was unknown. The troubleshooting was performed. Customer stated that the insulin did exit. Customer stated that the insulin pump was not alarm no delivery. The customer was advised that the insulin pump was working as designed. The insulin pump will not be returned for analysis.